Event description:
The suspect meter exhibits poor correlation with the lab. No test results were provided. Technical support sent customer a new strip lot for comparison testing. Technical support to follow up with customer for results.